Event description:
The manufacturer received information alleging a ventilator inoperative error occurred on the screen when the bipap a40 device was turned on. The device was replaced with another device. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device at the third-party service center, a ventilator inoperative error code was not confirmed because they were not able to do the "write event log to sd card" due to not having access to the menu on the screen. The device evaluation does not identify any specific component malfunction that would need to be replaced to resolve the ventilator inoperative condition. The device will be disposed of; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.